Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt states they don't use their system anymore because it was not effective and actually made their pain worse. Event date was asked, unk by caller. Notified today. Pt states they haven't seen a rep since (B)(6) 2024 and every time she met with a rep it was a new rep and pt was unsure if these reps knew how to approach her situation as far as her specific therapy needs. Pt is now seeking to have their system removed and has had appointments to proceed with this. However, the pt is having hip surgery on friday and noted that she will have to wait for three months to recover from the hip surgery before she can proceed with the stimulator removal. Pt states her inss are currently in MRI mode. She had not charged or used system in some time before she had two mris last week. The pt charged up her systems in preparation for the mris and has since continued to charge the devices and has left them in MRI mode.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating both devices are not providing pain relief and they will have both removed. The devices provided some pain relief when first implanted. As time went on, the pain relief subsided and the stimulation gave them a burning sensation and is now an irritant. There was no circumstance that led to the devices becoming ineffective. Over time, and after many unsuccessful adjustments by manufacturer representatives (rep), the devices became ineffective and were something that were doing more harm than good. They will not be turned back and removed as soon as possible.